Manufacturer narrative:
(B)(4). Date sent: 11/15/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, complete apply clip on the vessel. When remove the device, touch another clip, the clip and vessel stump rupture and bleeding. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #n92664. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. Defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.